Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Post operation images confirm device migration. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a user error, where the user did not follow the IFU. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Cayenne will continue to monitor for future events.

Event description:
It was reported that patient underwent a revision surgery due to anchor migration on (B)(6) 2019 for an anchor that was initially implanted on (B)(6) 2019. No other patient harm was reported.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to anchor migration on (B)(6) 2019 for an anchor that was initially implanted on (B)(6) 2019. No other patient harm was reported.